Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis event manifested by cloudy effluent and diarrhea. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic (dose, route and frequency were not reported) for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was provided because the reporter declined follow up.